Manufacturer narrative:
Device analysis not availabel at the time of this report. A follow up report will be sent when analysis is complete.

Event description:
The hcp reported, the patient was experiencing a loss of therapy and a progressive return of pain. Approximately 3 months after the pump implant. No significant withdrawal symptoms were reported. A study was done that showed the catheter to be in place and patent. A study was done and reported as the "rotor didn't move after the single bolus." The hcp elected to remove the pump. The patient outcome was reported as ''intervention was successful. Patient is painfree."